Manufacturer narrative:
Since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. However, the reported defect of needle retraction failure is confirmed since a trend has been identified for the reported failure mode and corrective actions have been initiated to investigate this type of incident and identify the root cause. We would be very interested in examining product that does not meet your expectations and our quality standards. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the actual product involved may provide clarification as to the cause for the reported failure. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
No new information.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte autog bc wing needle retraction failed. The following information was provided by the initial reporter: the needle re-engaged while trying to dispose of the needle in the sharps container causing her to be stuck by the needle. Caller states she is receiving treatment from her hospital. No injury to patient. Patient's blood work requested. 1. Were there any diagnostics performed as a result of the contaminated needle stick? Yes. 2. If yes, what diagnostics were performed? A. Blood work to test for blood borne pathogens. 3. Was any medical intervention required? A. Basic first aide 4. If yes, please describe what treatment was provided. A. Pressure to stop bleeding b. Wound cleaned with betadine scrub c. Wound bandaged.